Event description:
It was reported that the system would expose intermittently with a loss of live image. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.